Event description:
It was reported, "the controller is not properly regulating the flow." There was no report of any patient injury associated with this incident.

Manufacturer narrative:
The initial report for this incident was incorrectly reported with an FDA product code of lhi: set, IV fluid, transfer. The correct FDA product code for this device is fpa: set, administration, intravascular.the initial report for this incident was incorrectly reported with the wrong 510(k) number. The correct 510(k) number, k905498a.

Manufacturer narrative:
This incident was originally evaluated as a non-MDR reportable incident. Review of the dfmea, design failure mode and effects analysis, document for s2 IV controllers states, " a potential failure mode of fluid delivery in uncontrolled amounts, resulting in improper dosage, for dial offers no variability." This is analyzed as a severity of 6, product performance severely affected. User disruption (with alternative available). Due to the low severity of risk, and, no patient injury reported, this was not originally evaluated as an MDR reportable incident. Conmed experienced an increase in the complaints regarding stat2 IV gravity flow controllers specifically for inaccurate flow rates. This increase in complaints resulted in an investigation being opened to determine the scope and source of the stat2 IV gravity flow controller defect. The stat2 investigation prompted that a health hazard evaluation, hhe, be conducted in regards to inaccurate flow rates. Based on the completed hhe, conmed determined that, if the device is unable to regulate flow as set and confirmed by the attending medical staff, and, the delivery of essential medications or treatment is dependent on the device's function, this may result in possible injury to the patient. This hhe was approved 01 april 2011 changing the risk associated with this incident. The change in risk assessment has determined this to be a reportable incident with a new awareness date of 01 april 2011. The FDA has been notified of a field remedial action. Conmed is considering this individual complaint closed.